Event description:
The customer tested her blood glucose using 2 contour meters. One meter read 41mg/dl and the other one read over 300 mg/dl.the difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the customer did not have access to all of her supplies so only the meter information was provided. Product was not replaced at this time. Product is not expected to be returned for evaluation.